Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was sick with pneumonia about two months ago and had significant coughing episodes. They felt like her generator site was more mobile, more prominent, and was burning at the site even with the stimulation off. They were happy with their coverage. Impedances were all within normal limits. There was a discussion regarding moving the site, but no definite plans were made at the time. Additional information was received on february 2nd 2015 indicating that there were no further troubleshooting or dates set for intervention. It was noted that the symptoms occurred after a severe coughing episode.